Manufacturer narrative:
Correction: notified date updated to june 6, 2024 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: b1, b2, h1 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intraoperatively, while firing on the antrum of stomach, the first reload got stuck after moving 30 mm. When the surgeon tried to fire the second reload, it just deployed a few stapler pins and stopped there, did not even complete the first squeeze fully. The issue happened to the remaining three more reloads. Another new handle and reload were used to resolve the issue and complete the case. The surgical time was extended by 10 -15 minutes. The hospitalization was extended as a result.

Event description:
According to the reporter, intraoperatively, while firing on the antrum of stomach, a total of five reloads had staple formation issue. It was also noted that there was difficulty in firing. Another new handle and reload were used to resolve the issue and complete the case. The surgical time was extended by 10-15 minutes as a result.

Manufacturer narrative:
Concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p3e0287) 030459, 030459 endo gia r/or 60 4.8mm (lot#t2k073x) 030459, 030459 endo gia r/or 60 4.8mm (lot#t2k073x) 030459, 030459 endo gia r/or 60 4.8mm (lot#t2k073x) 030459, 030459 endo gia r/or 60 4.8mm (lot#t2k073x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.